Event description:
It was reported the pt had the system removed due to an infection. No symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.